Event description:
It was reported that the customer's batteries were not lasting and the customer was in diabetes ketoacidosis and hospitalized with blood glucose readings of 25.9 mmol/l. Customer was treated with IV drips at the hospital. Customer also received a failed battery test and off no power alarm.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.